Event description:
It was reported that during a tka procedure when the surgeon got to implant screen the femoral implant was really medialized. The implant was lateralized and when they went to distal bur, the handpiece took away a lot of the bone model without actually burring down to white and they were not taking any bone. It was as if navio did not have clear representation of where the bone and resection depth needed to be. The surgeon went back and mapped femur again, the femur implant wasn¿t medialized again but the burring model was better and they were able to complete the case. This caused a delay no greater than 30 minutes.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. Review of the log files confirmed the issue. It was found that the issue was caused by the navio implant initial placement algorithm. In navio: the implant centers itself on the resection so in a case where one of the distal condyles is more distal than the other by more than the thickness of the implant, then there is resection on one condyle only and the implant centers itself on it. This can happen in cases where there is very high pre-op deformity. This has been determined to be a bug and the root cause is a software failure.